Manufacturer narrative:
Correction: updated field h3.

Manufacturer narrative:
The device was returned for evaluation. The pacemaker was received in normal working conditions with battery voltage above elective replacement indicator (eri) level. Visual inspection found no anomaly on the header related to the field concern and functional testing was normal.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced. The patient condition was stable.